Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 450cc on the left breast implant and with saline mentor breast implant of unknown type on the right breast and experienced rupture bilateral. As result, the patient had undergone removal and replacement with allergan brand implants on (B)(6) 2019. This medwatch is for the right breast implant.

Manufacturer narrative:
On 6/5/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The right device was mentor memorygel breast implant 400cc, catalog 3504001bc, lot and sn (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/1/2019, during analysis of the sample was found ruptured and received in two pieces. It was also noted shell abrasion and creases within the edges of the rupture. No additional anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A possible cause for the condition reported is due to excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary.\ a manufacturing record evaluation was performed for the finished device 5765463 number, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).